Manufacturer narrative:
Due to lack of contact information, we were unable to contact the reporting individual to obtain the unit in question for investigation. We would like to note that the ingage regulator is not intended as a life-sustaining device. We conducted an investigation on the manufacturing of our ingage regulators. The gauge functions by a moving measuring device attached to an outer decal ring which displays the pressure measurement. At the time of the reported incident, our manufacturing process relied on a purely mechanical connection between the measuring device and the decal. There existed the potential for the decal to become disconnected from the measuring device. If this occurs, the display would not change in response to pressure changes, and the reported device malfunction could occur. In our current manufacturing process, the decal is attached to the measuring device by a mechanical connection as well as an adhesive. This additional step in our manufacturing process greatly reduces the risk of the decal detaching from the measuring device and causing a failure mode similar to the reported incident.

Event description:
This report is our response to report number mw5012641 with MDR report key (B)(4). That report was issued on 08/27/2009. Due to lack of contact information, we were unable to contact the reporting individual to obtain the unit in question for investigation. We would like to note that the ingage regulator is not intended as a life-sustaining device. We conducted an investigation on the manufacturing of our ingage regulators. The gauge functions by a moving measuring device attached to an outer decal ring which displays the pressure measurement. At the time of the reported incident, our manufacturing process relied on a purely mechanical connection between the measuring device and the decal. There existed the potential for the decal to become disconnected from the measuring device. If this occurs, the display would not change in response to pressure changes, and the reported device malfunction could occur. In our current manufacturing process, the decal is attached to the measuring device by a mechanical connection as well as an adhesive. This additional step in our manufacturing process greatly reduces the risk of the decal detaching from the measuring device and causing a failure mode similar to the reported incident.